Event description:
It was reported that the pump's touch screen was cracked and unresponsive. Additionally, it was reported that a malfunction alarm occurred. Blood glucose was not impacted. The customer reverted to an alternate method in insulin therapy.